Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 7048131.

Event description:
It was reported that the patient was experiencing inadequate pain relief and other health problems. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device components will not be returned as they were discarded by the facility.